Manufacturer narrative:
(B)(4) date sent to the FDA: 12/28/2015. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent breast reduction procedure on (B)(6) 2015 and suture was used. The suture was used in the deep dermal layer of the skin. Following the procedure, the patient developed an abscess around the areola. The issue was resolved by normal closure of the skin using suture. Additional information has been requested.

Manufacturer narrative:
New information was received that stated this device was not involved in the event. Therefore, this medwatch will be voided.